Event description:
First, I spoke to my doctor in reference to the problem and he blew it off and said you're suffering from anxiety. That is what's causing the problem. So, I switched doctors and went to see an endocrinologist and she wouldn't do anything in reference to the problem. I called the triage nurse at the va and they had me to go to the nearest emergency room for my diabetes. Well, when I got there, my diabetes had took a toll on my heart and I had to have stents put in my heart. I was itching all over my body all in my eyes and the ER doctor told me we can't let you go home. We're going to have to put you in the hospital and that hospital was (B)(6).